Manufacturer narrative:
The hospital biomed replaced the display. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit went into alt o2 mode during boot-up. There was no report of patient involvement.